Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no capture on the right atrial (ra) lead. High and undefined impedance was also noted. Lead fracture was identified. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.